Event description:
The lens did not insert correctly into the patient's eye. The lens was removed and replaced with no patient injury.

Manufacturer narrative:
This form was completed by the manufacturer.